Event description:
It was reported that the left ventricular (lv) and right ventricular (rv) pace sense leads were switched in the device header during the routine device change out procedure per the physician's discretion. A lead warning triggered due to oversensing. The sensing and blanking parameters of the lv lead were reprogrammed with no improvement. The lead was later capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4194 implantable pacing lead - (B)(6) 2006. (B)(4).